Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2017 with the following findings: the battery compartment was cracked on the side at the threads, above and below the bumper pad. The display was dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim. This report is made based on results of investigation completed on 09/20/2017.